Event description:
The complainant alleged that during care to a pt (age and gender unknown), the device intermittently charged and also intermittently discharged in manual mode. The complaint did not indicate that there was an adverse effect to the pt as a result of the reported malfunction.